Event description:
Follow up revealed that the lead was removed and replaced. Therapy has been restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been receiving ineffective stimulation due to high impedance. A company representative attempted to troubleshoot the issue by re-programming but was unsuccessful. As a result, surgical intervention may be pending to address this issue.